Event description:
I had lasik performed by dr (B)(6). I was examined prior to the procedure and was told I was a perfect candidate. The day after the procedure, I developed severe dry eye syndrome and an epithelial ingrowth. I was told prior to the procedure that dry eye and other side effects were temporary and not permanent. Almost three years later, I live my life in complete agony trying to get through a day by day with little help from my surgeon who simply smiles and says, "you look great!"